Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exterior of the subject device had no abnormality. Omsc could duplicated the reported phenomenon and found that the camera cable was damaged, and the reported phenomenon was attributed to the damage of the camera cable which caused the communication failure between the subject device and the video system center. The damage of camera cable might be attributed to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at the last minute starting the therapeutic procedure the color bar was displayed on the monitor. The user changed the subject device (the first ch-s400-xz-ea) to another camera head (the second ch-s400-xz-ea), then no image was displayed. The user changed the system to another system and completed the procedure. Omsc checked the subject device and found that the color bar was displayed and the camera cable had failure. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information. This report is regarding the first ch-s400-xz-ea.